Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient alert was triggered for the right ventricular lead oversensing. The impedance had increased. The noise was not able to be reproduced in clinic. The lead therapies were programmed off, the patient was observed in the hospital for a weekend, and defibrillation thresholds were performed. It was determined that the noise was related to chatter from implanted hardware. The lead remains in use. No patient complications have been reported as a result of this event.